Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, self-test, unexpected restart error test, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Several bolus were also delivered. Unit delivered properly all bolus profiles were properly recorded at the bolus daily total history screens. No bolus anomaly noted. The bolus wizard functioning properly per bolus wizard sample in the 551/751. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. Customer's blood glucose at time of incident was 49 mg/dl. Customer stated that his new is over bolus. Customer was advised that we are sending pump replacement. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 49 mg/dl. Customer was treated with food.